Manufacturer narrative:
D15 - based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pyeloplasty procedure, unexpected bleeding occurred and as a result, the surgeon made the clinical decision to convert to open surgery to achieve hemostasis. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pyeloplasty procedure, unexpected bleeding occurred. The surgeon made the clinical decision to convert to open surgery in order to achieve hemostasis. It is unknown how long the procedure had been in progress when the bleeding occurred. It is unknown from what tissue or vessel the bleeding was observed, what surgical task was being performed at the time the bleeding occurred, or what the cause of the bleeding was. It is unknown what the amount of blood loss was or whether the patient received a blood transfusion. It is unknown whether the patient experienced postoperative complications. The da vinci system was inspected prior to use and no issues were noted. No issues were noted during system setup. There is no allegation that a malfunction of the da vinci system, instruments, or accessories occurred.